Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal on the plunger assembly was removed/broken. The top case was both chipped and cracked; the bottom case was cracked on the right plunger case and the battery was missing. Review of the event history log showed an occurrence of a "check clutch" error. Functional testing included occlusion testing. The "check clutch" error was found during the test. The investigation determined that normal wear, both clutch halves were slipping on the lead screw, was the cause of the reported issue. The lead screw and both clutch halves were replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that the device travel coarse error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.